Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033187) on 05-feb-2014. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain in hip ("hip pain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and headache ("severe headaches"), experienced multiple allergies ("new allergies"), gastrointestinal disorder ("gi issues"), joint pain ("joint pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the back pain and headache had not resolved, the multiple allergies, gastrointestinal disorder, weight increased, joint pain and myalgia had not resolved and the pain in hip had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, headache, joint pain, multiple allergies, myalgia, weight increased and pain in hip with essure. The reporter considered back pain to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033187) on 05-feb-2014. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and headache ("severe headaches"), experienced multiple allergies ("new allergies"), gastrointestinal disorder ("gi issues"), joint pain ("joint pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pain in hip ("hip pain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the back pain and headache had not resolved, the multiple allergies, gastrointestinal disorder, weight increased, joint pain and myalgia had not resolved and the pain in hip had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, headache, joint pain, multiple allergies, myalgia, weight increased and pain in hip with essure. The reporter considered back pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media content received: case become serious incident. Essure removal surgery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.